Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the pump was replaced due to a "pump issue," and it was indicated the issue began in (B)(6) 2019. The rep was unsure of the return status of the explanted pump, however, device return was requested. It was previously noted the device had been discarded by the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen dose and con centration not reported via a company representative. The indication for use was intractable spasticity. On (B)(6) 2019 it was reported that upon checking the pump logs the healthcare provider noted serval pump motor stalls. There were no MRI¿s or other environmental, external or patient factors that may have led or contributed to the event. The diagnostics and troubleshooting performed was the logs were checked. The pump was replaced on (B)(6)2019. The issue was resolved at the time of the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Corrected information: on the initial report date of report should have said 2019-10-07. If information is provided in the future, a supplemental report will be issued.